Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the three-pronged mayfield skull clamp (a1059) was used on a patient for a scheduled posterior cervical procedure. The surgeon placed the skull pin head clamp and applied adequate torque force to obtain proper fixation to the head. The locking knob was then turned to locked position. As the surgical team was flipping the patient from his bed to the jackson bumpy table to attach the skull clamp to the mayfield base unit, they heard an audible click and the clamp shifted. They immediately flipped the patient back to his bed., and as they flipped the patient back, the patient was bleeding from the left side of his head. The skull clamp had moved and was then completely taken off. Patient had a 3 inch laceration on the side of his head and the wound was cleansed and stapled to close. There was a delay in surgery for one hour. Additional information has been requested.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. Device exceeds its expected life of 7 years (manufactured in 2006). The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.